Event description:
It was reported that the peel-away sheath was found "rucked up" upon opening the package. The deformation was observed at the time of use. The peel-away sheath was subsequently smoothed and used without any reported functional issues. There were no reports of patient injury, harm, or adverse health consequences associated with this event. The patient's condition was reported as "stable." No additional medical intervention was required.

Manufacturer narrative:
(B)(4).